Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider states the end user alleges the joystick freezes and then shuts down.